Event description:
It was reported there were severe allergic reactions with itching over the entire body on (B)(6) 2014. It was noted there was hypersensitivity, pruritus generalized, hyperhidrosis, increased perspiration, no rash, increased sensitivity in the under extremities and hyperaesthesia. It was reported there were severe convulsions ¿in under extremities.¿ it was reported the effect was only 80% of what it was before the refill in (B)(6) where it was 100%. It was noted the reaction was reoccurring with 7 day intervals. It was noted the patient had a refill on (B)(6) 2014 and the symptoms disappeared, so the patient recovered on (B)(6) 2014. The pump was used to deliver lioresal.

Manufacturer narrative:
(B)(4).